Event description:
During implantation of biventricular defibrillator, the patient had a high venous pressue. Md placed a figure eight suture around the sheath. There was difficulty passing the lead through the sheath so the eight french sheath was exchanged for a nine french sheath over the wire. When removing the eight french sheath the peel away split. When the tip was examined by staff, the tip was noted not be be intact. The md was made aware, no visualization of the missing piece was noted on the flouroscope.